Manufacturer narrative:
The valve was patent and passed reflux testing. The device also met requirements for leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve did not meet instructions for use that accompany the device note that particulate matter entering the valve may hold pressure flow controlling mechanisms open. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No injury to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the device leaked and was explanted.